Event description:
Procedure type: hernia. According to the reporter: the balloon would not inflate during the case, a second smsbtovl was used to continue the case. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. No device fragment or component fell into the pt's cavity. No reinforcement material was used during the case.

Manufacturer narrative:
(B)(4).